Event description:
Two packages of bandage roll kerlix, were found to be defective upon opening. One roll was found to be tied in a knot and the other roll was found to have black "electrical-type" tape attached to it.====================== health professional's impression======================manufacturing issue.